Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving dilaudid (50 mg/ml at 7.591 mg/day), bupivacaine (10 mg/ml at 1.518 mg/day), fentanyl (250 mcg/ml at 37.96 mcg/day), and sufentanil (5 mcg/ml at 0.7591 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced a pump pocket wound breakdown. The patient was examined on (B)(6) 2015 and found a thinning of tissue in small areas along the intrathecal pump site scar. A surgical revision of the pump pocket occurred on (B)(6) 2015. The event resulted in in-patient hospitalization. A surgical observation found a thickened, calcified ring around the pump causing stricture and creating superficial wound breakdown. The patient was examined again on (B)(6) 2015 and found the revision site to be clean and dry with no erythema, warmth, or edema. The event resolved without sequelae on (B)(6) 2015. The event was noted as unlikely related to the device or therapy and related to the implant procedure. If additional information is received, a follow-up report will be sent.